Event description:
Caller reported a malfunction on pump, identified as malfunction 12, with a fault ID of 12 - 0x2071. There was no adverse impact to the customer¿s blood glucose level. The customer followed up with tandem's technical support and was able to reset pump and insulin delivery was resumed successfully.